Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (external component issue) issue with the pump. It was reported that the cap was loose on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/24/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 06/08/2015 with the following findings: during investigation, the returned battery cap was found to fit properly and secured tightly to a test pump. The complaint that the battery cap fit loosely was not duplicated. There was no defect found during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.